Event description:
Resident of a nursing home, tried to exit the bed without assistance. No bedrails were used on the bed and resident fell onto the floor, fracturing the hip and dislocating the shoulder. Facility personnel claim the fall management system (consisting of posey keepsafe fall monitor 8350 and posey extended life sensor 8290a) did not function and so no personnel was alerted to try to prevent the accident. Subsequent testing by paramedics and facility personnel showed the alarm and sensor to be fully functional.